Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional also reported "double capsule" and "grade iii capsular contracture." Device has been explanted.